Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Retention testing on control solution passed. Corrected sections as of 26-mar-2020: h10: most likely underlying root cause changed from "mlc-12: product expired" to "mlc-6: passed expiration date".

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Control solution (lot#: 9bc1b32) was not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high control test results. The customer is concerned with control solution tests results obtained of 63 and 57mg/dl. The expected control solution range result range is 25-55g/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification and it is stored in the kitchen. During the call a control test was not performed by the customer. The control lot manufacturer¿s expiration date is 12/31/2020 and open date is over 3 months ago. The meter memory was reviewed for previous test result history. Result 1: 57 mg/dl date: (B)(6) 2020 time: 10:15 am (control). Result 2: 63 mg/dl date: (B)(6) 2020 time: 10:03 am (control).